Manufacturer narrative:
H3: product analysis- part# 8756480 ; lot# pm17a004: visual and optical inspection confirmed that one of the distractor tubes is broken at the level of the welding. No defects were found at the level of the breakage. This type of breakage is consistent with an overloading of the welding by applying excessive distraction loads at the tip of the instrument. H6: updated eval. Code method and eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a distractor for an acdf. It was reported that after inserting pin distractor pin into the vertebral body, a right distractor was placed, and after a while after expending, the tube part and shaft part of the right distractor came off, making the product impossible to be used. The product was replaced with a left distractor and the operation was continued, and there was no problem after that. The weld part was damaged when the product was expanded and an attempt was made to perform the intervertebral disc curettage. Therefore, a left distractor was used for dealing with it. The instrument broke and there was no fragment of the instrument remaining in the patient's body. There is a damage to the instrument of medtronic used during surgery. There was a damage to the components. The event was associated with a patient. There were no patient symptoms or complications as a result of the event. The reported distractor was used in operating field and came in contact with the patient. The pre-op diagnosis was c5-6 cervical intervertebral disc herniation and levels implanted were c5-6. This procedure was not a revision surgery, there was no delay in overall procedure time/ in-patient hospitalization or prolongation of existing hospitalization/ treatment or additional surgery necessary as a result of the event. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.